Event description:
Per the clinic, the patient developed recurrent infection and subsequently was treated with oral antibiotics. However, the issue did not resolve. The patient underwent skin revision surgery (irrigation & débridement) under general anaesthesia on (B)(6) 2024. The implanted device remains.